Event description:
The patient contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) levels since (B)(6) 2012. The patient reported bg readings in the 300 mg/dl range with symptoms of feeling nauseous and lethargic. The patient informed animas customer support that she does not test for ketones. At the time of the initial call the patient reported that she took injections in response to the high bgs; however, claimed they were "also only mildly effective in bringing down her bg". At the time of troubleshooting, the patient confirmed all pump settings were correct. The patient denied any issues with air bubbles in tubing or cartridge. The patient also denied having any site issues. It was noted that the patient was able to successfully perform an air bolus. Animas customer support noted no defect of the pump was found at time of troubleshooting. The patient was advised to change site/set. During a follow-up call with the patient on (B)(6) 2012, the patient reported that she changed the sites recommended on (B)(6) 2012 and her bgs responding positively. However, the patient claimed later that day (on (B)(6) 2012) after changing to the new site her bg dropped. The patient reported developing symptoms of feeling shaky and felt as if she was going to pass out. The patient claimed she did not have a blood glucose monitor at the time of onset of symptoms and was unable to confirm her bg level. The patient reported she ate 3 cupcakes in response to the low symptoms and when she arrived home stated her bg level was 59 mg/dl. This complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed typical usage alarms and warnings. No unacknowledged alarms or warnings were recorded. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.